Manufacturer narrative:
The device returned to the service center for evaluation. The customer¿s reported issue was confirmed. The no image condition was found to be attributed to a defective charged coupled device unit. Additionally, the cable unit is severely deformed/kinked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the sterile processing lead technician that the high definition autoclavable camera head reportedly had ¿no image, black¿ that was found during preparation for use. The device was replaced, and another similar camera head was used for the procedure. No death, injury or harm was reported. The camera was returned for service/repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty charge-coupled device (ccd unit) could not be identified. Olympus will continue to monitor field performance for this device.